Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model#: fa-77475-20 / lot#: not reported; model#: fa-77475-14 / lot#: not reported; model#: fa-77475-16 / lot#: not reported; model#: fa-77475-18 / lot#: not reported; model#: fa-77500-18 / lot#: not reported. (B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a right dissecting unruptured internal carotid artery (ica) aneurysm measuring 6mm x 5mm. Three days post pipeline deployment, it was reported that a computed tomography (CT) scan on the patient showed a subarachnoid hemorrhage. No treatment was necessary. A follow-up CT scan on (B)(6) 2012 showed no subarachnoid hemorrhage and the patient's condition resolved.